Manufacturer narrative:
All of the buttons function properly. There was no damage in the keypad assembly noted. However, found unlocked j2 lcd keypad connector during visual inspection. The insulin pump was received with minor scratched lcd window.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 170 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.